Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus. The customer reported that the malfnction were occured and they were able to retrieve the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not detected on bus. A field service engineer inspected drawer and replaced fuse. The system functioned as intended as the field service engineer troubleshooted the device.